Manufacturer narrative:
The following elements have blank data.

Event description:
Surgeon was using drill bit on the hip and a piece of the drill broke off in the patient.

Event description:
Surgeon was using drill bit on the hip and a piece of the drill broke off in the patient.